Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to due to insulin pump malfunction. The customer stated that the insulin pump alarmed no delivery. The customer's blood glucose was 335 mg/dl at the time of incident. The customer stated that the blood glucose reached 930 mg/dl. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The reservoir will not be returned for analysis.